Event description:
Customer reported via phone, she was attempting to deliver a bolus and when she pressed the buttons it got stuck, numbers were scrolling. Customer thought it might have been a battery issues and she changed it but when she attempted to press the bolus button it wasn't responding. Troubleshooting was performed. Customer's blood glucose was 321 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm but did have the device in her pocket and she slightly bumped into the door frame. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device to undergo further testing.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted and the insulin pump passed the functional testing. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.